Event description:
During a monthly call to a male pt, he mentioned that lightening strikes were affecting his device. He reported replacing the battery pack as indicated in the instruction book but that he had to do this twice before the device stopped beeping at him. He stated it has been a week or so since the incident but wanted someone to know. Customer support followed up with the pt to see what sort of affect the lightening strikes had on the device. The pt stated that lightening struck about 80 feet away (over neighbor's home). The device then started "beeping" with "squigglies" on the monitor. He reported removing and replacing the battery pack about three times. He then noticed that the heart rate line led was lit up. He then jumped from being scared and pressed the ok button. Support asked him if he was getting the siren alarms or the bonging alarms. He did not remember. He stated the device has been functioning normally since then. Support requested the pt perform a download. Analysis of the downloaded data revealed nothing out of the ordinary. The pt continues to wear the device without incident.

Manufacturer narrative:
The lifevest device was not physically returned to lifecor for eval. However, device performance data transmitted during routine data downloads by the pt have been reviewed several weeks for any abnormal device operation. The reported problem could not be confirmed but may have been a temporary glitch caused by a strong emi pulse.